Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer stated that she was hospitalized due to low blood glucose levels. The customer's blood glucose was 29 mg/dl when the paramedics arrive. Prior to the event, the customer went to bed with a blood glucose reading level of 228 mg/dl. Troubleshooting was performed and nothing unusual was found in the alarm history. The insulin pump failed the displacement test. Advised that the insulin pump would be replaced.